Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the x25 driver was being used with a torque handle to perform the final tightening of the set screws, when the tip wouldn¿t engage properly. The threads on the tip of the driver were bent so a different x25 driver was used to complete this stage of the surgery. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). This report is for one (1) elliptical handle. This is report 1 of 1 for (B)(4).

Event description:
This is report 1 of 2 for (B)(4).